Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the epidural catheter and snaplock adapter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of a disconnect between the snaplock adapter and epidural catheter could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the catheter separated from the snaplock during use.another epidural catheter was inserted. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter separated from the snaplock during use. Another epidural catheter was inserted. The patient's condition is reported as fine.